Event description:
It was reported that the inner sterile packaging was found to be leaked. This issue was found before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. The device was not returned to the manufacturer. Therefore it could not be analyzed. Picture was received and reviewed. The reported event could be confirmed by picture review. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 2x40g, reference (B)(4), lot number a733aa3102 were manufactured on 03 november 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints have been recorded for refobacin bone cement r 2x40g, reference (B)(4), lot number a733aa3102 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 2478 products refobacin bone cement r 2x40g, reference (B)(4), lot number a733aa3102 were manufactured on 03 november 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be leaked. This issue was found before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.